Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged that the patient experienced elevated blood glucose (bg) over 250mg/dl but less than 500mg/dl with no reported signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. During troubleshooting, the pump was found to calculate boluses correctly. It could not be determined if boluses were accurately recorded in the history. The basal history matched the active basal program settings and the basal delivery totals matched the active basal program total. This complaint is being reported because of allegation of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1 date of submission 01/21/2016. Device evaluation:the pump has been returned and evaluated by product analysis on 01/08/2016 with the following findings: a review of the black box data showed that the last bolus delivery and last basal delivery were on 12/10/2015. The total daily doses added up to correctly reflect the user¿s programmed basal rates. During testing, the pump powered on normally. The pump passed the delivery accuracy test with no defects. The pump was exercised for 24 hours with no issues. The complaint was not duplicated or verified during testing. (B)(4).